Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they called to report a bravo short study: 46 out of 48 hours. They also reported very large gaps in the study, and barely any tracings indicated. It is not known if the study will be repeated on the patient.